Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant. During the procedure, the right ventricular lead perforated the right ventricle. The patient's blood pressure decreased and experienced sinus tachycardia. A pericardiocentesis was performed. The lead was implanted and the patient was stable.